Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter in to the patient, the iab catheter did not work. Both "check iab catheter " and "unable to calibrate iab optical sensor" alarms were generated. It was reported that the device was modified, but not fixed. The intra-aortic balloon (iab) catheter was replaced to continue therapy with uneventful support. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4), record # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter in to the patient, the iab catheter did not work. Both "check iab catheter " and "unable to calibrate iab optical sensor" alarms were generated. It was reported that the device was modified, but not fixed. The intra-aortic balloon (iab) catheter was replaced to continue therapy with uneventful support. There was no reported injury to the patient.